Event description:
An ER physician treated a small skin injury on finger of pt with neosporin and coban tm. The family members were instructed by the doctor to remove the bandage in three days by rolling up toward the tip of the finger. The family members evidently did not remove the wrap in three days. They could not roll the wrap past the knuckle and left it rolled up so it acted as a tourniquet and resulted in serious injury. There was permenant loss of fingerail, a skin graft was also performed and the finger is now larger and less flexible than other fingers. Product insert warns to observe frequently for signs of inflammation, discoloration or circulatory deficiency.